Event description:
It was reported that the patient may have acquired an infection at the lead incision site. The patient was hospitalized for further evaluation. However, the manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Patient had recovered with no sequelae and continued therapy with effective relief. Review of the manufacturing and sterilization records did not find any relevant nonconformities.